Event description:
It was reported that during a gastric by pass procedure the surgeon had fired six firings using white and blue reloads ; on the seventh firing using a blue reload on the stomach by the jejunum at the cardia portion near the stump. She held the tissue for twenty seconds and then fired 1/3 of the way and paused, fired the next 1/3 of the way and paused. She then completed the firing and removed the stapler. When the surgeon observed the staple line she notice that the crown of staples appeared adequate and the distal portion of the staple line unzipped 30-35 mm on the staple line . The staples were straight legged and had not formed. They then over sewed over the staple line and completed the procedure. They did state that during firing they heard an unusual noise. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 7th. During which stroke did the event occur? Device had fully fired. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? Yes if so, which product? Novis peri strip. Was the instrument fired across or near an existing staple line or clip?yes. Were any unexpected noises heard? Yes. If so, when?during firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon is an experienced user. During a conference call with the rep and ees associates, the rep confirmed that the surgeon did not use any peristrips in this case. He also confirmed that the two outer rows of staples at the distal tip were totally unformed. Rep indicated the surgeon has a picture of the staple line. The malformed staples happened as the surgeon was attempting to close the gastrojejunostomy. Per the rep, "after sitting down and talking with dr. (B)(6), the picture is not on the stomach pouch as originally reported, but a white load on the jejunojejunostomy. The second and third rows of staples did not form and the staple line unzipped." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. However, a photograph was returned and reviewed by ees field quality engineer. The following observations were noted: the picture shows a staple line with good proximal staples open staple approximately mid-line and the better staple forms distally. Unformed staples legs can be seen sticking out of the tissue at the mid-line area. The staple forms shown in the picture in my opinion are consistent with staple cartridge deck deflection. Deck deflection can occur when tissue is jammed into device jaws, when tissue is bunched up and/or when the cartridge selection is not appropriate for the tissue thickness. Mechanically, as the device is fired, the 3 point gap control tries to pull the tissue into compliance for the selected cartridge thickness range. If the tissue is too thick or dense the forces generated to achieve compliance are greater than the cartridges ability to remain parallel to the anvil. Hence the deck deflects. The cartridge rows outward and the outer most staple rows can miss the anvil altogether and the inner rows may not hit the anvil pockets in proper alignment and are deformed as well. However sometimes the inner rows are adequate.